Event description:
Reporting status: serious injury-surgical intervention/permanent damage. Reporting rationale: perforation requiring bypass surgery. Device issue: no device malfunction has been reported. It was reported that angioplasty was performed throughout the proximal mid left anterior descending (lad); flow was re-established. A 2.5 x 28 mm xience stent was then successfully deployed in the mid lad. A 3.5 x 28 mm xience stent was then placed with overlap in the proximal and mid portion of the lad. Stent deployment was successful, but there was perforation in the mid portion of the vessel. The pt remained hemodynamically stable. A graftmaster was then attempted to cover the perforation; however, during advancement, the stent slid off the balloon and remained in the left main trunk. Despite attempts to snare the stent, it could not be removed. Given the stent in the left main and the perforation in the lad, emergent surgical consultation was obtained. The pt remained hemodynamically stable. Echocardiogram towards the end of the procedure revealed a small pericardial effusion. There was no evidence of tamponade. The pt was transferred to the operating room in a stable condition for bypass surgery. At this point, the doctor was asked to gently withdraw the guide cath in the aorta. The guide wire was easily removed; however, there was a fair amount of tension on the snare and stent. No attempt was made to remove it at this point. The guide cath was retracted in order to ensure maximum amount of occlusion of the crossclamp. The pt was relatively hemodynamically stable with some tachycardia, but with relief of the pressure became less tachycardic and blood pressure increased. The pt was transferred from the or in stable condition. Prior to closing the chest, the guide cath was slowly retracted from the right femoral artery and the snare and stent were found at the end of the guide cath. It is believed that the stent and snare could not pass through the tip of the guide cath and that was the resistance that was felt.

Manufacturer narrative:
.